Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the device error logs revealed an error message (sf148) related to the blower and an error message (sf197) related to a stuck outlet flow sensor. Visual inspection revealed water damage throughout the pneumatic block. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.